Manufacturer narrative:
The customer returned the suspected contour next one meter, contour next test strips and contour next control solution from lot # 0bv2g63 for evaluation. However, the returned lot of control solution expired in apr-2022. Therefore, the returned meter and test strips were tested with the in-house contour next control solution from lot # 1bv2c34, which gave a satisfactory performance. The control reading obtained during in-house testing were properly marked as control tests.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered.

Event description:
The customer reported that she ran a control test and obtained a reading of 194 mg/dl at 5:14 p.m. With the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.